Manufacturer narrative:
(B)(4). The explanted lens was returned to our manufacturing facility for evaluation. The visual inspection showed a lens whereby the optic was received cut in half; no optical deviations on the optic parts were found. Due to the received condition of the lens, diopter measurement of the lens was not performed. The diopter measurement records verified and were shown to be within specifications. This was in compliance with the labeled dioptric power of 18.5 diopter for this serial number. The lens passed all acceptance criteria for all tests performed and was within all specifications during the manufacturing process. The device manufacturing records were reviewed and showed no deviations. The batch passed all acceptance criteria for all tests performed and was within all specifications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Conclusion: all pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that the lens was explanted in the right eye because the patient complained of poor visual acuity and severe halos post operatively. No complications were reported.